Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 7.9 inr on the coaguchek xs plus system and 4.3 inr on a comparison lab. Caller states that the warfarin dose was held based on the meter results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.